Event description:
It was reported a radiograph revealed an osseoscrew broke postoperatively. The patient is asymptomatic and revision surgery has not been scheduled. The original surgery date is unknown.

Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient. Neither the part number nor lot number were provided; therefore, the device history record could not be reviewed. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted. Labeling review: "potential adverse events and complications": the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.."